Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device green status indicator lit constantly. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 8th march 2010. During the investigation the green status led was observed to be constantly lit as per the reported fault. This along with the 10 minute time outs in the device history would suggest membrane failure. The membrane was replaced with a known good one and all measurements returned to a level with a known good device. The fault could not be replicated with a new membrane fitted. This would confirm a fault with the original membrane. The device records multiple occasions throughout the history log were the temperature was below 0°c. This would have resulted in the membrane failure. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device green status indicator lit constantly. There was no patient involved in this event.